Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the event details of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited multiple low-flow and high watts alarms. The vad power consumption was below normal and pump flow rate decreased over time, and the low flow alarm repeatedly rings. The patient was hospitalized and the vad speed was changed from 3000 rotation per minutes (rpm) to 3700 rpm. (At the time of data acquisition) the power consumption was less than 8.5 watts (w) in the optimal range (9.2 w - 13.8 w) of 3700 rpm pump speed. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. Review of the available auto-logs report revealed a decrease in power consumption and estimated flows starting on 21-dec-2022, leading to parameters below normal operating range, and 78 low flow alarms logged since 12-dec-2022. An increase in power consumption and estimated flows corresponding with an increase in pump rotational speed was logged on 22-dec-2022; two high watt alarms were logged on 22-dec-2022 following the increase in the speed setting. As a result, the reported low flow/power and high watt alarm events were confirmed. Information provided by the site indicated that a seroma was observed on the exterior of the outflow graft and was removed by surgery. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to constriction at the outflow graft, thrombus at the inflow cannula/outflow graft, and/or poor vad filling. Based on the available information, a possible root cause of the high watt alarm event including may be attributed but not limited to inappropriate pump rotational speed and/or incorrect setting of the alarm threshold. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications, and the patient's complex post-operative course, including care of the driveline exit site. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: outflow graft d4: lot#:1556562 h3: yes h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d12 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced a hemorrhaging at the mediastinum. The patient had a history of lesions or diseases in the hemorrhaging site, and thus accelerated the onset of hemorrhaging (the hemorrhaging point was unclear, but there was a blood type near the anastomotic site of the outflow graft and aorta; seroma was suspected as a mechanism). Clinical test values showed prothrombin time (inr) 3.0 iu, activated partial thromboplastin time (aptt) 57 seconds, platelet count (plt) 4.2 ×104/¿l . Removal of thoracotomy for blood types formed around the outflow graft, pacemaker was replaced, coagulation treatment at the onset of the event was given: warfarin, aspirin and blood transfusion (packed red blood cells): an approximate of 4 units or more and less than 8 units in 24 hours.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Additional product: lot# 1556562 h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information. D1: heartware ventricular assist system ¿outflow graft d4: model #: 1125 / catalog #: 1125 / expiration date: 31-oct-2023/ serial or lot#: (B)(6), UDI #: (B)(4), d9: no h4: mfg date: 01-oct-2018 h5: yes h6: patient ime code(s): e0307 h6: imf code(s): f08, f12, f19 h6: img code(s): g04019 h6: FDA device code(s): a040601 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a seroma was observed on the exterior of the outflow graft and was removed by surgery. The seroma was compressing the outflow graft, and after the seroma was removed vad flow recovered. The outflow graft remains in use.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: (B)(6) and the associated outflow graft (lot 1556562) were not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Review of the available autologs reports revealed intermittent decreases in power consumption and estimated flows starting on (B)(6)2022, with a sharp decrease in power consumption and estimated flows starting on (B)(6)2022 leading to parameters below normal operating range, and 94 low flow alarms logged since (B)(6)2022. An increase in power consumption and estimated flows corresponding with an increase in pump rotational speed was logged on (B)(6)2022; two (2) high watt alarms were logged on (B)(6)2022 following the increase in the speed setting. As a result, the reported low flow/power and high watt alarm events were confirmed. Information provided by the site indicated that a seroma was observed on the exterior of the outflow graft and was removed by surgery. The reported outflow graft external compression event could not be confirmed due to insufficient evidence. Based on the available information, the device may have caused or contributed to the reported even. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to constriction at the outflow graft, thrombus at the inflow cannula/outflow graft, and/or poor vad filling. Based on the available information, a possible root cause of the high watt alarm event including may be attributed but not limited to inappropriate pump rotational speed and/or incorrect setting of the alarm threshold. Per the instructions for use, bleeding is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of bleed events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: heartware ventricular assist system outflow graft- model: 1125 d4: lot#: 1556562 h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.